Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The report states that the hand piece for the battery powered driver was spinning continuously. The product was received at service and repair who conducted a visual evaluation and determined that device could be repaired. The device was repaired and returned to the customer. A review of the device history records has been requested. There is no further information available on this event. If any other information is received this will be reported via a supplement.

Event description:
Service and repair report states that two hand pieces for battery powered drivers were inoperable and running continuously. This malfunction occured during surgery while being used on a patient. Product was received at service and repair who were able to repair the product.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. A review of synthes device history records for manufacturing revealed no complaint related issues.